Event description:
It was reported by the patient that the pod caused aggressive bleeding which made them seek medical attention. The patient went to urgent care and mentioned that they had sepsis. The patient was prescribed antibiotics. The patient was released that same day. The patient also mentioned that taking the antibiotics caused them to have a heart attack. Patient clarified that the root cause of the heart attack was not the pod but the medication prescribed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported medical event or to determine its root cause of the bleeding and septic. No lot release records were reviewed, as the product lot number was not provided.